Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips the device failed to defibrillate. Per the customer, when the device did not work the patient, they had to wait about 5 min before another device arrived. Patient outcome is unknown at this time

Manufacturer narrative:
The device and accessories were sent to philips for evaluation. The reported issue was reproduced during evaluation when the therapy qcpr meter cable was flexed. The cable was sent for further evaluation by a philips engineer. The engineer verified the issue noting the apex wire varies in resistance when flexed near the strain relief on the therapy connector. The therapy cable (with qcpr) was replaced to resolve the issue. The device then passed all required testing and was returned to the customer site for use. This was a malfunction caused by the therapy qcpr cable.

Event description:
It was reported to philips the device failed to defibrillate. Per the customer, when the device did not work the patient, they had to wait about 5 min before another device arrived. The patient survived.